Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the heart lung console stopped working. The user was able to restart the system to conclude the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.